Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -13.00 diopter implantable collamer lens into the patient's eye. It was reported the lens was implanted upside down with a pending removal. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).